Event description:
Customer reported the battery cover of the infusion device appeared melted. The cover was approximately 2 months old. The infusion device does not feel hot to the touch. There were no signs of melting or corrosion inside the battery compartment. He reported the infusion device also has short battery life. No adverse event was reported. The infusion device, battery, and battery cover were replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.